Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending. It is unclear if the implanted device was gore® viabahn® vbx balloon expandable endoprosthesis or gore® viabahn® endoprosthesis (ref medwatch #2017233-2020-00026).

Event description:
Published abstract "two-year evaluation of fenestrated and parallel branch endografts for the treatment of juxtarenal, suprarenal,and thoracoabdominal aneurysms at a single institution" (mohsen bannazadeh, m.d., william e. Beckerman, m.d., adam h. Korayem, m.d., and james f. Mckinsey, m.d., new york, ny; copyright 3019 published by elsevier inc. On behalf of the society for vascular surgery; https://doi.org/10.1016/j.jvs.2019.03.058) was reviewed. The abstract discusses the mortality, graft patency, renal function, complication, and reintervention rates for fenestrated and parallel endografts in complex aortic aneurysms repairs between 2014 and 2019 at a single center. The abstract reported in the reintervention, branch reintervention, and endoleaks section 4 patients experienced renal stent thrombosis and 1 patient experienced celiac stent thrombosis. It is unclear if the implanted device was gore® viabahn® vbx balloon expandable endoprosthesis or gore® viabahn® endoprosthesis.